Event description:
It was reported that arteriotomy closure of an unspecified vessel was attempted using the starclose se device after an unspecified procedure. Reportedly, during the initial splitting of the starclose se exchange sheath, a clicking/crunching sound was heard and the splitting of the sheath became more difficult and the sheath split stopped halfway. The device was removed and the clip was noted to be visible on the device. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found it was partially deployed and in the safety release activated state with the plunger and vessel locator wings (vlw) retracted. The sheath was partially slit and undamaged. The thumb advancer and delivery tube were partially deployed and the clip was located outside and immediately distal of the delivery tubeset. It was determined through inspection of the device that the garage tube had proximally displaced over the pusher tube during thumb advancer/delivery tube distal deployment exposing the carrier tube and the clip loaded on the carrier tube. The displaced garage tube created high deployment force, deployment was stopped, and the safety release was activated to retract the vlw to assist with device removal from the anatomy. During device removal from the anatomy, the clip was dragged off the carrier tube. The thumb advancer at some point was retracted repositioning the garage tube back to its normal position. During testing, the device was successfully redeployed with no detected deployment anomaly, resistance or unusual sounds. The displaced clip was an observation only and not a failure mode. It was the result of the garage tube proximally displacing over the pusher tube during delivery tube distal deployment. The displaced garage block failure occurs when the thumb advancer is advanced against resistance due to radial sheath constriction. A possible cause for radial sheath constriction is a tight tissue tract due to an insufficient nick and spread incision or anatomical features. There was no anatomical or event information provided that may have contributed to the reported incident and observed device condition. The displaced garage tube and block assembly was the likely cause for the reported noise heard during thumb advancer deployment from the garage block features rubbing the inner surfaces and features of the handle. Deployment of the thumb advancer against resistance is warned against in the starclose se instructions for use (IFU). The IFU states not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. There was no user issue as the procedure was correctly aborted and the device was removed from the patient when resistance to deployment was noted. The reported event of the clip on the device is confirmed. However, the probable cause for the event could not be determined. To assure proper device function, during manufacturing, all devices are inspected for proper garage tube assembly and alignment and a sampling of completed starclose se units from the lot are functionally and destructively tested to verify proper device operation. Review of the device lot history record did not reveal any non-conformity records associated with this lot. A query of the complaint handling database was performed for this lot and there does not appear to be a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event as the information could not be recalled. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.